Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. Continued: e1- postal code:(B)(6).

Event description:
Healthcare professional reported textured to smooth implant exchange and capsular contracture, baker grade iii. This record is for right side. Device remains implanted.

Event description:
Healthcare professional reported textured to smooth implant exchange and capsular contracture, baker grade iii. This record is for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported textured to smooth implant exchange and capsular contracture, baker grade iii. Healthcare professional later reported "waterfall deformity" and calcifications. This record is for right side. Device has been explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed, white particles calcification-like on the device. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h6.